Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 90 mg/dl. Multiple attempts were made to follow up with the customer if alternate insulin therapy was obtained; however no response from the customer was received.